Event description:
On (B)(6) 2008 - pt underwent open incisional hernia repair with mes implant. On (B)(6) 2008 - pt went to the emergency room for wound care and underwent wound care treatment. On (B)(6) 2009 - pt diagnosed with a non-healing wound, fistula and underwent partial mesh explant. Pt reported the surgeon noted the mesh to be "wadded up".

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.